Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump arrow buttons were not working. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.